Event description:
Customer contacted philips for review of ECG from a resuscitation attempt. Pt was not resuscitated.

Manufacturer narrative:
(B)(4). ECG from deployment assessed. Artifact prevented AED from analysis. AED labeling (instructions and voice prompt(s) provides info regarding causes of artifact (e.g. CPR, pt handling) and means of addressing issue.